Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging label info missing - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1. The meter involved with this complaint failed testing. There was no serial label located on the meter. This issue has no effect on meters functionality. In addition it was also noted the battery contact was contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.